Event description:
Procedure type: hemicolectomy. According to the reporter: the device did not staple. It only cut the tissue. As a result, the surgeon had to resect additional tissue an make a new anastomosis. No reinforcement material was used in conjunction with the stapling device. The subject device will not be returned for investigation. There was unanticipated tissue loss as a result of this problem. There was irreversible tissue damage as a result of this problem. The distal colon was resected and the anastomosis was redone. No blood loss of 500cc or more. The surgical time was extended but there was no adverse event reported as result of delay in surgery.

Manufacturer narrative:
(B)(4).